Manufacturer narrative:
Manufacturing facility address: this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between a homechoice cassette line and solution bag was found resulting in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between a homechoice cassette line and solution bag which resulted in a leak that led to this alarm. The leak was further described as ¿fluid spilled on the floor¿. Renal therapy services (rts) explained the meaning of the alarm and assisted the patient with ending the therapy session. Rts advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.